Manufacturer narrative:
Correction: this report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserrted into the right femoral artery in a 68-year-old male with known coronary artery disease (cad) and diabetes (dm) post percutaneous coronary intervention (pci) of the left anterior decending artery. The purge solution was 5%dextrose in water. After impella placed, the patient was sent to the intensive care unit (ICU) on inotropes x 2 and respiratory support via ventilator. Patient noted to be in scai stage d shock. Patient arrived in ICU on impella support with map greater than 115 and unconfirmed impella placement. While in ICU, labs began hemolyzing and urine output noted to be red. Echo evaluated with providers at bedside who repositioned impella noting improved wave forms and impella flows. Good position confirmed with echo. Impella cp running at p-3 with flows at 2.1, as intended, prior to removal. After 3 days of support device successfully weaned and patient survived. Hemolysis may be influenced by a patient's critical illness scai stage d shock due to coronary aretery disease and potential malposition of device.

Manufacturer narrative:
Updated information: section d updates: catalog number, MFR fax number, lot, serial, UDI number, exp dates added h4 device MFR date added.